Manufacturer narrative:
Product analysis: visually, there was contamination on the outside diameter of the cuff balloon. Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff did not fully inflate. For further analysis, the cuff was deflated and re-inflated with 25cc of air and the cuff fully inflated was no leaks observed ¿ the inflated cuff appeared larger than normal, especially with more air needed to inflate the cuff ¿ which, per the IFU, did not exceed the ordinary cuff pressure of 25 cm h2o. Additionally, the pilot balloon inflated as intended. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) were observed. Electrically, for additional analysis, the resistance from end to end shall be less than 200 ohms and the actual measurements were 28 ohms (blue), 9.9 ohms (blue with white stripe), 20 ohms (red), and 9.0 ohms (red with white stripe) which all electrodes were in specification. For further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no exce ssive feedback during the noise test. There was no intermittent behavior while performing bending test by bending each individual trace near the clamp shell. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that by anesthetist during the neck extension, the nim trivantage was not holding air. Anesthesia extubated 8229707 trivantage lot# 0228621278 and reintegrated with a 8229708 nim trivantage tube lot# 0228667923. The procedure was extended less than 1 hour. No patient impact.